Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening. However, this cannot be confirmed because the component was not returned for evaluation.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): torque screw, humeral tray, humeral liner, glenosphere, glenosphere locking screw.

Event description:
As reported, this (B)(6) y/o male patient experienced left aseptic humeral loosening. Patient was doing well until 3 months ago when he was reaching and felt a pop in his left shoulder. CT done elsewhere was concerning for humeral loosening. The case report form indicates this event is unlikely related to devices or procedure. The patient spent 1 day in the hospital. This event report was received through clinical data collection activities.